Event description:
A customer reported a suspect (B)(6) cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The processed bi was reported as positive after a 24-hour incubation period. The load was not recalled successfully and the load content is unknown. The previous and subsequent bi results were (B)(6). There are no reports of injury or harm from the event. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard analysis. The DHR (device history record) review demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of "suspected positive bi" demonstrates there were three isolated/random spikes above the mean that stayed within the control limits. No significant trend was observed. Trending analysis by lot number revealed no other similar reports. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed and the issue is considered to have a risk of none/negligible. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. Objective evidence suggests that the ampoule of the suspected positive bi may have been fractured prior to sterrad processing, enabling the media fluid to react with the hydrogen peroxide sterilant ultimately leading to a false positive result. The suspected positive bi had a concentration of deep purple staining on the cap liner (despite a yellow media color) which implies that media fluid was subject to vacuum during the sterrad cycle (i.e., damaged ampoule). Retains samples were tested and found to function as intended after 72 hours of incubation. The media color of the return sample was yellow confirming the bi result. The cyclesure IFU instructs to confirm ampoule integrity prior to and after sterilization. Although the customer performed this step, it's possible that a hairline fracture was not observed.

Manufacturer narrative:
(B)(4) - suspect (B)(6).